Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding event date. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events reported in the previous reports. As a result of the patient's symptoms, she has a bilateral explantation scheduled for 12/13/2019. Reason for device explant and/or reoperation: generalized illness and capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) race female patient who underwent a primary breast augmentation with unspecified gel breast implants experienced postoperative bilateral capsular contracture, eczema gastrointestinal problems, fatigue, breast hardness, and hair loss . The mammogram result from 2018 confirmed breast hardness. However, the root cause of the patient¿s symptoms is unclear. The patient also reported that there are bacteria and mold on her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mention the contralateral prosthesis report number 1645337-2019-18222.